Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The reported problem of cord damage was confirmed. During the pre-repair diagnostic assessment, a cut was found in the cord. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had cord damage. Device was not used in surgery. Date of the event is unk. It is unk if injury or medical intervention occurred. There was no add'l info provided.